Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving (2000 mcg/ml at 338 mcg/day) and (2000 mcg/ml at 375.5 mcg/day) via an implantable pump for unknown indications for use. It was reported that the healthcare provider (hcp) was with the patient for a refill and they were expecting to get back 3.5 ml and were able to get about 3.5 ml back. The hcp reported they use two 20 ml syringe with drug to fill the pump. They were able to inject the full contents of the first syringe however when they got to the second syringe they was not able to inject the last 5 ml. The hcp reported when they  tried to push the last 5 ml in the pump, there was leaking around the hub/connector/tubing. The hcp stated during the refill, they are trained to inject 5 ml and then draw back 3 ml to always ensure they are in the reservoir. The hcp confirmed they have tried turning the needle as well. The hcp stated they would just program the pump with what they were able to get in . It was mentioned the patient has experienced feelings of underdose then overdose with the pump and it feels like something was malfunctioning. The hcp mentioned patient was programmed with flex.

Manufacturer narrative:
Concomitant medical products: product ID 8551, product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8551, product type accessory. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the healthcare provider stated it was unclear what the symptoms of "feeling of underdose then overdose" were. Hcp stated they were not sure of the pump malfunctioning.